Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Tissue damage, and the reported device allegations of incomplete inflation, fluid loss and fluid leak, and device migration are acknowledged within the IFU and are not related to off label use or failure to follow instructions. A risk review was completed; tissue damage related symptoms, inflation issue, fluid loss, and migration are defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. The reported patient symptom of tissue damage and the reported migration are known risks associated with this device type and indicated as such in the instructions for use. Based on the information available, the conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that a patient was unable to inflate an inflatable penile prosthesis (ipp), and the device exhibited fluid loss. During a subsequent surgical procedure, a cylinder crossover was identified, and the device was explanted. No further patient complications were reported.